Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The balloon was removed and it was noted the tip of the balloon had dislodged from the shaft. The balloon had also burst and broke off the shaft. The physician indicated that any dislodged material of the balloon would have occurred inside the guide catheter and not the patient. Fluoroscopy was used to determine if any material was inside the patient. No balloon material or tip was seen inside the patient or guide catheter. After removing all balloons, optical coherence tomography was performed on the left main artery, lad and 1st bifurcation with no trauma noted to the vessels or damage to the stents. The patient did not suffer any adverse effects and was discharged (B)(6) 2013. Reportedly, the device was not submerged in heparinized saline during device preparation. Additionally, the device was prepped inside the anatomy. No additional information was provided. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The inflation and deflation issues could not be testing due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that percutaneous coronary intervention (pci) was performed successfully using non-abbott stents to the left anterior descending artery (lad) and the bifurcation of the 1st diagonal (diag) artery. Using a hug and kiss technique, access was obtained via the right radial artery and both stents were post dilated using a 3x15 nc trek balloon to the 1st diag and a 3.5x15 nc trek to the lad. After removing both nc balloons, the physician advanced two trek rx balloons to further attempt a kissing balloon technique. The lad received a 2.75x12 rx trek and the 1st diag bifurcation received a 2.5x15 rx trek balloon. The balloons were inflated simultaneously. The trek rx 2.5x15 to the 1st diag inflated successfully to 8 atmospheres (atms). The 2.75x12 rx trek was unable to inflate initially and took approximately 5 seconds before the balloon inflated at 8atms. Attempts were then made to deflate the balloons. The balloon in the 1st diag deflated normally; however, the 2.75x12 trek balloon did not deflate. Several unsuccessful attempts were made to deflate the balloon using the indeflator. An attempt was made to deflate manually using a syringe with no success. A new indeflator was used and after maneuvering slowly, the balloon slightly deflated and a small kink occurred to the mid shaft of the catheter. The balloon was eventually pulled back into the guide catheter and the physician felt the balloon pop inside the guide catheter.